Event description:
A malfunction alarm identified as malf 12 was reported by the customer, which was not preceded by any notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur.